Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized overnight, due to experiencing issues with the omnipod personal diabetes manager (pdm) as it was not communicating with the pod and did not have a backup method to treat herself. No information was provided on the type of treatment provided at the hospital.